Manufacturer narrative:
H.6. Investigation: forty sealed 31g x 6mm pen needle samples were returned from lot. No. 9085941, cat. No. 320523. Clog testing was carried out as per tp700483 on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pn 31g 6mm 3b tw 105bx de needles are unable to deliver medication. The following information was provided by the initial reporter: needles are not permeable.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31g 6mm 3b tw 105bx de needles are unable to deliver medication. The following information was provided by the initial reporter: needles are not permeable.